Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnected is (B)(4).

Event description:
It was reported that the patient was no longer able to inflate their inflatable penile prosthesis ipp device. During a revision surgery, the physician discovered that the patient experienced fluid loss due to a reservoir that was sliced during cardiac surgery. The physician confirmed that the ipp device did not cause any cardiac problems or issues that led to the cardiac surgery. The device was explanted and replaced. There were no patient complications.